Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Additionally, it was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range and the alarms could not be cleared. Customer's blood glucose ranged from 100-200 mg/dl. Customer continued to use the pump for insulin therapy.